Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose overnight for the past few days. The paramedics was dispatched on (B)(6) 2017 due to a low blood glucose. The customer was sweating, shaking, and had trouble moving. Their blood glucose would drop within 42 mg/dl and 45 mg/dl. They were treated at home with glucose intravenous therapy. They were wearing the insulin pump at the time of the incident. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The device passed the displacement test. As per customer request the insulin pump will be replaced and returned for analysis.